Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. It was also reported there was a complaint that the battery was low. The ipg status is unknown. No patient complications have been reported as a result of this event.